Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the handpieces tuned okay prior to surgery but during the cataract with intraocular lens (iol) implant they had no phacoemulsification power. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece could not generate phaco power during a procedure. The customer also reported that the handpiece almost turned white. The surgery was completed with an alternate handpiece. There was no patient harm related to this reported event. The phaco handpiece was received and a visual inspection of the returned handpiece could not confirm the reported event of handpiece almost turned white. There was no white discoloration observed on the handpiece. The phaco handpiece was connected to a calibrated infiniti system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% power for 5 minutes. The handpiece could not pass the test. The phaco power, generated by the handpiece, decreased after approximately 2 minutes into the test and the handpiece started to generate intermittent phaco power through the test. The connection between pin 9 (ground) and pin 4 (high electrode) on the handpiece was tested and passed test. The handpiece was disassembled and inspected. No short circuit was found. The handpiece was disassembled and inspected for defect or abnormality. There was no defect or abnormality found inside the handpiece. The phaco handpiece, s/n (B)(4) was manufactured on february 13, 2015. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The handpiece was connected to a calibrated infiniti system. The handpiece tuned successfully and completed a five minute burn-in test with the system set to 100% ultrasonic and torsional power. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on ultrasonic and torsional movements. The stroke test found the handpiece to meet product specifications. The phaco handpiece, s/n (B)(4), was manufactured on march 18, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for both phaco handpiece serial numbers. The root cause cannot be determined conclusively. (B)(4).